Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the devices, and the device was found to meet all performance specifications. The motor did exhibit a slight rattling sound, likely due to normal wear out of the motor shims. If additional information is received, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that the device had intermittent operation. It is unknown if the device was used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.